Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tyvek sheet of package had damage. Doctor opened another package but it also had damage on tyvek sheet.

Manufacturer narrative:
The reported incident that self-drilling half pin apex ø 5mm, 150 x 40mm was alleged of issue (B)(4) (packaging damaged at the customer) could be confirmed, since the returned device matched the reported failure. Based on the currently available information, the root cause can be attributed to a user related issue. The damages seen in the packages were probably caused by mishandling of the devices. Since the carton package was opened, it cannot be excluded that the sterile package was damaged upon removal from the carton box. These type of damages are usually caused by not being careful in handling the package and, for example, dropping the package. The device inspection revealed the following: the package from the device with lot# j09653 is damaged and there¿s a clear breach in the sealed package. It can be seen a compromised area from the front of the package. Regarding the device with lot# j11008, there is a clear scratch on the back of the package, however the seal was not broken since one can see from the front of the package that the scratch did not reach the device pocket. Note that in the IFU it is referred that the sterile package should be inspected in advance and if the seal is broken before surgery, the device should be re-sterilized before use. Note, as stated in the IFU (v15013 rev. K): ''the packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile. Care must be taken to prevent contamination of the component. In the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Tyvec sheet of package had damage. Dr. Opened another package but it also had damage on tyvec sheet.